Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the surgeon informed the nurse that the first reload on this handle fired but the second one did not. There was a struggle in pressing the green button but managed to pushed it eventually with a little bit of force and the handle went into fire mode. Handle was able to squeezed and made a cracking noise but the reload did fire. The surgeon put the second reload on a new handle and it fired fine. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. During functional testing it was observed that the instrument could not be loaded with a reload. Engineering evaluation of the instrument found damage to internal component within the instrument. This damage prevented the instrument from being loaded. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the reload is manually articulated without activating the articulation lever. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.